Event description:
In 2006, the pt complained about a feeling of pressure (heavy and solid) where a mesh had been placed. The pt felt tightness in lower abdomen in seated and upright positions. The mesh was removed about 2 years after the pt claim (as removal was considered to be risky). The ring was damaged during removal. No intestinal adhesion to the ptfe was noted. Bowel did not go into mesh side. Placement site: lower abdominal midline. During placement in abdominal cavity: mesh surface was sutured at many points.

Manufacturer narrative:
The explanted mesh has been visually and manually examined. The visual evaluation of the returned mesh noted there is a small amount of deformation around the circumference. All components appeared to be intact. A bend in the recoil ring toward the eptfe on two sides of the patch was noted. The two bends in the ring were almost on opposing sides along the circumference of the mesh. The original event reported noted that the ring was damaged during explant of the mesh, however, we are unable to determine the cause of the bends in the ring. We are unable to determine what role or if the mesh caused or contributed to the pt's pain or cecitis.